Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident had been reported: patient was scheduled for right shoulder arthroscopic glenohumeral joint debridement, extensive with biceps tenotomy, superior labral debridement, anterior and posterior synovectomy, right shoulder arthroscopic circumferential capsular release with manipulation under anesthesia, right shoulder arthroscopic double row repair full-thickness rotator cuff tear, right shoulder arthroscopic distal clavicle resection and right shoulder arthroscopic acromioplasty. During the procedure as the surgeon was utilizing the arthrex scorpion needle to suture the tendon, a piece of the needle broke off in the tendon. The maude report does not contain any reporter/facility name and/or contact information. Therefore no follow up is possible at this time.